Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported pledget fell apart upon use and pieces remained inside. Consumer reported pain, abnormal bleeding and discharge and visited doctor. She was treated for an infection and the doctor removed the remaining pieces.